Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 510 mg/dl and the cause was not known. The customer reverted to using manual injections for insulin therapy. As the event had occurred in the past, a cause of the event could not be determined.